Event description:
The customer has been adjusting insulin dosages, through her insulin pump, according to her blood glucose readings on the contour next link meter. One evening her blood glucose reading dropped to 33mg/dl and she had hypoglycemic symptoms. Most recently, she passed out when her blood glucose readings were starting to climb again. Details were not provided, so it is unknown if she received medical treatment. The test strips are expected to be returned for evaluation. New meter and strips were sent to the customer.